Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager reported that an (B)(6) year old patient was treated. The lifevest delivered a treatment at 05:54:55 and 05:55:23 during atrial fibrillation with a rapid ventricular response (158 bpm and 214 bpm). The rapid atrial fibrillation contributed to the false detection. The patient was conscious but did not press the response buttons. The patient was conscious but did not press the response buttons. The patient did not seek medical attention and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication of a serious injury. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Device manufacture date. Monitor: 11/2013. Electrode belt: 11/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.